Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between may 04, 2019 to may 06, 2019. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation.  Visual inspection was performed, to the photograph using the naked eye, which revealed a leak at the spike port bonding area. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was not determined. However, the most likely cause was, due to inadequate or lack of cyclohexanone being applied to the cap tubing, when it was inserted to the spike port, during the manufacturing process. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.